Manufacturer narrative:
A field service engineer (fse) was dispatched who address the reported event. Fse did visual inspection revealed that the line filter had popped off. Fse subsequently replaced the line filter tubing; then performed sample runs, and verified controls with good results. No further issues were reported and no further action was required by field service. The most probable cause of the reported event was due to internal tubing issue. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016, a customer reported that the g8 analyzer was not working after preventative maintenance repair was performed. A field service engineer (fse) was dispatched on (B)(6) 2016 to the reported address which resulted in delay of patient sample for hba1c. There is no indication of any patient intervention or adverse consequences.